Event description:
It was reported that an angiogram showed a proximal type I endoleak coming from the endurant cuff stent graft. The physician implanted an endurant iliac extension resolving the endoleak. The persistent type ii endoleak is still present.

Event description:
Several events were reported as follows: it was reported that there was a probable left renal infarct resulting from partial coverage of the left renal artery by the device. The relationship to the procedure and the device was not provided. There was an event of bowel ischemia that was related to the procedure. On the second postoperative day there was enzymatic evidence, with elevated cpk, ck-mb and troponin t, as well as ECG evidence of mi. The patient also developed pulmonary edema on the same day. The investigator assessed that there was no relationship to the device and procedure related. The patient had been re-intubated when they developed hemodynamic instability as a result of bowel ischemia. The patient remained intubated for six days and was gradually weaned from the ventilator. The investigator assess that there was no relationship to the device. The patient was re-intubated due to hypotension, mi and pulmonary edema, which were procedure-related. Per the investigator these events are not aneurysm related.

Manufacturer narrative:
Results: unknown cause of event. Anatomy related; type ii endoleak. Conclusion: unknown cause of event. Endoleak. Anatomy related; type ii endoleak.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (myocardial infarction, endoleak, hematoma).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately (B)(6) month(s) ago. It was reported that the final angiogram showed an endoleak that filled the aneurysm sac. At this time the type of endoleak was unknown. Additional ballooning was done with another manufacturer's balloon at the proximal seal zone, as well as the gate. Another angiogram was performed, without change. The physician believed this may be a type ia endoleak and implanted an endurant 23x23x49 cuff followed by a p4010 palmaz stent. No additional seal zone was gained from the cuff as it was placed in as a precursor to help prevent the palmaz stent erosion. After the cuff was placed and ballooned another angiogram was taken before the palmaz, with same results. Another angiogram was taken and it was believed there may have been a type I endoleak that resolved; however, the aneurysm sac was still being filled briskly from a jet that appeared to be coming from the level of the flow divider. A 14x4 pta balloon was used in the gate. Another angiogram was taken with the same results. The case was stopped and it was decided that it was a resolved type I endoleak with a lingering type IV endoleak that aggressively fills the sac. It was noted that the following day there was a type IV endoleak present. Cta revealed retropertinoeal hematoma and the patient had a blood transfusion. The investigator assessed the event as not device related and it is procedure related. The patient had bowel necrosis two days post implant. The patient developed abdominal pain and was taken urgently to or for exploratory laparotomy, colectomy removal of ischemic bowel. The investigator assessed this event as not device related and it is procedure related. The patient had recovered 10 days later from the retroperitoneal bleed, and the bowel necrosis. It was also reported that the patient had an mi three days post implant and recovered 10 days after this event. The investigator assessed this event as not related to the study device and it is related to the study procedure. The physician will monitor the patient.

Manufacturer narrative:
(B)(4).